Manufacturer narrative:
This report is being filed to provide additional information in d.4, h.4, h.6 and h.10. Corrected information is provided in d.2 and d.4. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. The relevant rdf was reviewed and 18 access pressure too low alerts were noted in the procedure. Root cause: based on the rdf review, the root cause was determined to be related to excessive access pressure alerts, wherein the pumps stopped and started many times inhibiting steady state collection. This can interfere with leukoreduction performance. A definitive root cause for the access pressure alerts could not be determined. Possible causes include but are not limited to: ¿ access related problem. ¿ kinked or clamped draw line. ¿ aps diaphragm is decoupled from the aps sensor. ¿ defective aps. ¿ defective aps/cps adapter cca. ¿ defective control cca.

Manufacturer narrative:
Lot number and expiry information are not available at this time investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer.